Event description:
It was reported that the fenestrated bipolar forceps instrument tip broke off and no further information was provided as the instrument was just left on the da vinci coordinator¿s desk. There was no report of patient harm due to this event. Per subsequent follow-up with the da vinci coordinator on 05-feb-2022, no further information could be provided regarding patient demographics or anything about the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip to be related to the customer reported complaint. A piece measuring approximately 0.52" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. The root cause was attributed to mishandling, such as excess force applied to the instrument jaws. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17 / lot# n12200713 / sequence# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system serial# (B)(4) with 10 uses remaining. There was no image or video clip submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis confirmed the instrument had a broken piece that was not returned with the instrument. While there was no harm or injury reported to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.